Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty turbine. The service technician found the turbine to have low pressure output. The service technician replaced the turbine and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1200 was alarming low minute volume below 30. At this time, it is unknown if there was any patient involvement associated with the reported issue.